Manufacturer narrative:
Received 2 used arcticgel pads from a set with the fluid delivery line only. Visual inspection noted that the left chest pad was found with tape on the connector manifold. The tape was removed and no cut was noted on the pad. No manufacturing problem was found. The right chest pad was inspected and no manufacturing issues were found. A functional evaluation was performed: a flow rate test was performed. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pads without any problems. Left chest pad: a total of 2.54 l/min m2 flow rate was registered during the test; right thigh pad: a total of 4.45 l/min m2 flow rate was registered during the test. According to the test method the flow rate was acceptable as the specification states that the flow must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a small size set of arctic sun gel pads used on a patient, were leaking around the sides of the pads. The pads were not cut. The pads were changed, and the customer has had no issues with the new pad set.